Manufacturer narrative:
The li reagent expiration date was not provided. The cobas pro ssu analyzer serial number was (B)(6). The qc was within range. The field service engineer replaced the reagent probes. Precision studies were performed and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with lithium (li) assay on a cobas pro ssu analyzer. Initial result: 2.6 mmol/l. 1st repeat result: 0.8 mmol/l. 2nd repeat result: 0.6 mmol/l. The customer was testing samples for li in duplicates.

Manufacturer narrative:
Correction: the following information was removed: "the calibration was last performed on (B)(6) 2024 and it was acceptable. There was no indication of a performance issue with the reagent or the instrument since the qc performed on (B)(6) 2024 was within the ranges." The field service engineer exchanged the reagent probe. Precision studies were performed and they were within specifications. He verified that the system was performing within specifications. The service actions (exchanging the reagent probe) resolved the issue. The root cause was due to a defective reagent probe (component failure).

Manufacturer narrative:
Sections a2, d1, d2a, d2b, d4, g1 and g4 were updated. The customer submitted a voluntary medwatch with MDR report number mw5162996 for the event. The calibration was last performed on 16-nov-2024 and it was acceptable. There was no indication of a performance issue with the reagent or the instrument since the qc performed on 20-nov-2024 was within the ranges. The alarm trace showed multiple abnormal aspiration alarms occurred on the date of the event. The field service engineer did not identify any cause for the event. He verified that the instrument was performing within specifications. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.